Event description:
It was reported that pump displayed malfunction alarm with code 16 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, confirmed shipping address, instructed customer to place pump in storage mode, and advised returning pump using prepaid label within 10 days, which customer understood and acknowledged.